Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Additionally, it was also reported that the customer experienced an ongoing elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Customer changed pump supplies to address bg. It was also reported that the pump touch screen was intermittently unresponsive. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged high bg and occkusion issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged touch screen issue could not be verified.